Event description:
It was reported, the patient's scs ipg was replaced due to its size and location causing intermittent pain at the scs ipg pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.